Manufacturer narrative:
Title: staged laparoscopic management of locally advanced gastric cancer with outlet obstruction source: doi: 10.1002/jso.26342, 2021 wiley periodicals llc wileyonlinelibrary.com/journal/jso j surg oncol. 2021;123:s8¬s14. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent distal gastrectomy after laparoscopic gastrojejunostomy and chemotherapy between october 2017 and june 2019. In the first procedure (laparoscopic gastrojejunostomy), the common opening of the gastrojejunostomy was closed with v-loc. In the second procedure (distal gastrectomy), the introduction orifice for the jejunojejunostomy was closed with v-loc. There were 15 patients in the study and complications included: 2 anastomotic bleeding, 1 each from the initial gastro-jejunostomy and the laparoscopic distal gastrectomy and duodenal stump leakage in the the laparoscopic distal gastrectomy group.